Event description:
It was reported that this right ventricular (rv) lead presented noisy signals and an increase in capture threshold measurements, with a fracture suspected. Subsequently it was capped and surgically abandoned with a new lead implanted. No additional patient effects were reported.